Event description:
A surgical fiber, described as "broke" and a fiber card were returned to the MFR along with a procedure date, however, no further detail or info was provider or is available. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken at the open end of the metal cap; charring of the metal cap, devitrification at the output window and damage to the outer flow tube were also observed. Both caps remain intact and attended. The identified issues may activate the laser systems fiberlife function which will modulate the power showing and pulsing beam or the sys will revert to standby mode. The broken fiber issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation / user handling, due to anatomical / procedural factors encountered during the procedure.